Manufacturer narrative:
Event date: (B)(6) 2017. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater pan of a homechoice pro device was too hot. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection was conducted along with, functional and electrical safety testing. The device underwent a simulated therapy and there were no problems found with the device. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.